Event description:
It was reported that during testing at the user facility, the cordless driver 3 was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the qa engineer confirmed the rotor was rubbing on the motor lamstack, which can cause the reported event of overheating.